Manufacturer narrative:
The reported issue was confirmed. The device was returned and visually inspected. A pinhole was observed at the sac collar. Evaluation found a pinhole at the sac collar, which caused water to leak out. The origin of the pinhole could not be determined. The exact cause of the sample condition could not be determined and was not manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that 3 days after placement, the catheter fell out of the patient. There was allegedly water leakage noted. It was later reported that there was only 7ml of water remaining inside the balloon of the catheter that fell out. Upon inspection of the dislodged device, the doctor infused 20ml of water, at which time a pinhole was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 days after placement, the catheter fell out of the patient. There was allegedly water leakage noted. It was later reported that there was only 7ml of water remaining inside the balloon of the catheter that fell out. Upon inspection of the dislodged device, the doctor infused 20ml of water, at which time a pinhole was observed.